Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). During a surgery, the clip could not be closed and therefore there were complications because the bleeding vessel could not be closed.

Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. The spring and the branches are deformed and scratched. The two rings of the spring are no longer even and a non-round contour can be noticed. Due to the deviations of the spring, the preload of the spring is no longer existing, with the consequence that the jaw is no longer closing. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available, as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: the deviation of the clip was most likely caused by using incorrect application forceps, or by an improper application of the standard forceps. No CAPA is necessary.